Event description:
It was reported that auromatic administration set¿s spike became loose and separated from the tubing. The reporter stated that force applied on the spike resulted in it coming loose and separating from the tubing while spiking a fluid bag. This occurred during set-up. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed noting that the spike was disconnected from the tubing. The spike was measured and found no abnormalities. The cause of the condition was determined to be the manufacturing process. Recertification of operators in the manufacturing process has begun. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.